Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a decontamination of the wash1 fluidics line to flush out any remaining traces of acid. The cse verified assay functionality after the service intervention. The cse ran quality control, resulting within range. A siemens headquarter support center (hsc) specialist reviewed the service intervention activity related to this complaint. All affected assays use wash 1 during their wash sequence. Substituting wash 1 for acid would adversely affect the wash cycle for all assays and produce erroneous results. The cause of the discordant results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that quality control (qc) was out of range on multiple assays: thyroid stimulating hormone (tsh3u), troponin (tni-ultra), brain natriuretic peptide (bnp), estradiol (ee2) and vitamin d (vit. D) on the advia centaur xp instrument. The siemens customer care center (ccc) specialist, instructed the customer to verify the acid and base bottles were in the correct locations. The operator discovered that the acid bottle was erroneously installed in the wash 1 slot location of the analyzer. Following decontamination of the instrument, the customer performed a look back and patient samples were repeated. Consequently, the customer reported 12 corrected reports. Patient results were not delayed. There are no known reports of patient intervention or adverse health consequences due to the discordant results.